Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. Customer's blood glucose level was 499 mg/dl and it went up to 554 mg/dl. The customer was feeling tired. She treated her high blood glucose level with the insulin pump. The customer went to a scheduled doctor's appointment and the doctor helped her deliver insulin. The customer's site, under the tape, was pink and bleeding. The device was not returned.